Event description:
In 2009, the patient's mother reported that for the past 2 weeks, the patient's insulin infusion device is giving e4 (occlusion) errors. She stated the occlusions sometimes occur when the patient is trying to bolus, and at other times occur right after priming when his device is put in run. She said, he tried to bolus 2.8 units yesterday and only 2.6 units delivered before an occlusion displayed. She said that as a result, the patient had elevated blood glucose readings. She stated the patient changes his headset every 3 days and was advised his headset should be changed every 1-2 days. He changes the insulin cartridge every 4 days, his tubing every other cartridge change and his adapter every 3 months. She was advised on how to properly change the cartridge, adapter, tubing and headset. She stated the patient is with his grandmother who will call to continue the troubleshooting. The patient and his grandmother called and the patient stated the issue began two days prior and the next day, he had a blood glucose reading in the 500's mg/dl. His grandmother stated his blood glucose was between 550-590 mg/dl and the patient switched to his backup infusion device. On the day after the original date, the patient's grandmother called to continue troubleshooting and said the occlusions occurred several times over a period of several days. They changed the tubing and cartridge, but the occlusions continued with the resulting elevated blood glucose as previously reported. Symptoms were nausea and hysteria. A new battery was inserted into his device and they were assisted in successfully completing the change cartridge process. No e4 was displayed. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.